Event description:
According to the customer, on (B)(6) 2024 the "lap sponges linted off" during a "total knee" procedure. The customer reported it "looked like snow".

Manufacturer narrative:
According to the customer, on (B)(6) 2024 the "lap sponges linted off" during a "total knee" procedure. The customer reported it "looked like snow". The customer reported that after the reported incident occurred wound irrigation was required. The customer reported the procedure was continued utilizing "single packaged lap sponges". The customer reported there were "no complications reported" as a result of the reported issue. The customer reported there was no serious injury, medical intervention, or follow-up care needed related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.